Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the defective component (battery pack) is not evaluated or tested in any way during the manufacturing process and the battery pack manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damaged. Battery communication timeout and base not responding were found in pump event history log. During the functional testing was unable to duplicate the base not responding problem during power up process and the battery communication timeout was found at power up also no battery light was not on and all the readings of battery ended up with zero. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Repair was not needed for base not responding due to no problem found, replaced the battery which resolved the battery communication timeout error. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a battery communication time out and the base was not responding. No patient injury was reported.